Event description:
It was reported that an ilet could not be charged, with the charger¿s green indicator light turning off and charging failing despite multiple household outlets and correct device placement on the pad, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging problem of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.